Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a laparoscopic btl with filshie clips, operative hysteroscopy with myosure hysteroscopic morcellator, d & c and a thermachoice ablation on (B)(6) 2015 due to abnormal uterine bleeding, endometrial polyp and a need for permanent surgical sterilization. It was reported that patient underwent a mirena iud removal and reinsertion on (B)(6) 2014. I t was reported patient had the iud since (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.